Manufacturer narrative:
Investigation outcome: it was reported that the device suddenly switched to ambient mode while in use on a patient. Hospital staff immediately replaced the ventilator, during which the patient¿s spo2 temporarily dropped to 60%. No additional details were provided. On reviewing the device logs, it was observed that the device failed for the first time during ventilation on october 22, 2025, where the device displayed tf 431015 (emergency off failed), 431001 (blower fault), 281002 (jtag not working), 446029 (ambient failure detected), 431001 (blower fault), 485001 (ambient failure detected), and switched to ambient. At a subsequent start-up the device continued alarming for technical fault: 444004 (voltage out of tolerance). The partner stated the repair order was pending from the customer, but there was no response after several requests whether the customer approved the device repair. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref (B)(6): (B)(4).

Event description:
Hamilton medical ag received the following event description: "this t1 suddenly switched to ambient mode while in use on a patient. Hospital staff immediately replaced the ventilator, but the patient's spo2 temporarily dropped to 60%." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.